Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in extended position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance, e.g., low dislodgement and perforation occurrence. The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted for an unknown issue. No further information is known, at this time. No additional adverse patient effects were reported.

Event description:
Additional information indicated that while the patient was admitted for atrial fibrillation, an ra lead dislodgement was identified and confirmed via chest x-ray. It was noted that the lead was still sensing, thus no change in measurements or pacemaker function was observed. When the physician tried to reposition the lead in surgery, there were issues extending the helix, after the helix was retracted. Thus the physician decided to replace the lead. No additional adverse patient effects were reported.